Event description:
It was reported that a resolute integrity stent was being used to treat a lesion in the proximal cx with little tortuosity, moderate calcification and unknown stenosis. It was reported that the stent dislodged during delivery to/ at the lesion, the patient experienced some pain and a dissection also occurred. The resolute integrity stent was removed from packaging as per IFU and inspected. Very slight resistance was encountered when advancing the device however no excessive force was used during delivery of the stent. As a snare was not available and worried about lm involvement - the physician crushed the stent along the wall of the artery. This was later covered with another stent and post dilatation was performed. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (device embolism, dissection). Patient¿s condition affected effectiveness of device (moderately calcified lesion). No results available since no evaluation was performed (stent implanted, no cines images received). (No stent delivery system returned, stent implanted in patient). Evaluation conclusion: known inherent risk of procedure (device embolism, dissection). Device failure related to patient condition (moderately calcified lesion). Unable to confirm complaint (no device or cines images received). Device not returned. (B)(4).